Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope exhibiting no image. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, image disappearance occurs in the image at the time of angle, adhesive part of the objective lens come off, water tightness not maintained due to holes in the curved rubber, curved rubber adhesive missing, operating part angle fixing part loose, scratches found on the operation part, scratches found on the grip, scratches on angle lever, scratches on the right/left lever, scratches found on switch 1, scratches found on the universal cord, scratches found on video connector, video connector cracked, scratches found on the light guide connector, and scratches found on the video connector case. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.